Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported drill was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch 599700) was examined under magnification. Torsional and oblique fracture patterns were identified at the transition from the radius to the hex tip. A torsional fracture pattern likely indicated an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicated some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone or inadequate pilot hole depth. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery the surgeon used aaculoc2 plate and inserted the locking screw when the driver tip broke. The surgeon was able to remove the broken piece from the patient's body. The surgery was completed with no delays. No other adverse patient consequences were reported. This report is related to report number (3025141-2024-00500) for the screw involved in this event.